Manufacturer narrative:
The device is question is a standard glass microscope slide commonly used for cervical cytology. When a glass slide is mounted on a microscope stage it is clamped in place by a spring loaded holder so as to allow precise movement with the stage mechanism. There is a risk of breakage with any glass slide in this scenario.

Event description:
(B)(4) regulatory notified tripath technical support of the incident on 06/17/10. The (B)(4) report noted, "when the physician put the slide glass on to the microscope after prepared, a glass fragment burst forth into her right eye. And the glass fragment was removed by cleaning surgery. Because she is a pregnant woman, she is unable to take medicine like clindamycin."